Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently responsive. Evaluation also revealed evidence of contamination under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/11/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: the keypad was found to be peeled off. All of the keypad buttons were intermittently responsive during testing. The keypad cover was removed and evidence of contamination was found under all key contacts. (B)(6).